Event description:
It was reported when using the bd preset¿ syringe with attached needle there was insufficient blood flow through the device. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the ide pricks arterially, and the blood does not go back into the syringe."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with colored water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was insufficient blood flow through the device. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the ide pricks arterially, and the blood does not go back into the syringe."